Event description:
The manufacturer received information alleging a ventilator was alarming for a ventilator inoperative alarm condition. There was no harm or injury reported. The device was not in patient use. The device was returned to the manufacturer and the customer's complaint was confirmed. The device's system board was replaced to address the issue. Additionally, there were non-actionable service required alarms noted in the event log. The system board replacement would correct these issues. The device was cleaned and tested and passed all final testing.